Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and a mesh was implanted concurrently with partial hysterectomy. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2011 due to symptomatic vaginal prolapse and vaginal wall mesh exposure. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to infected pelvic mesh. It was reported that the patient underwent bso and vaginectomy on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient experienced infection, inflammation, yeast infection, vaginal discharge, and urinary frequency. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and intepro were implanted. It was reported that the patient underwent another procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. Note: complaint indicates mesh was implanted on (B)(6) 2010, the medical records indicate it was implanted on (B)(6) 2011.